Event description:
It was reported that during a total thyroid procedure the surgeon opened a probe, pugged it in and it reportedly did not measure or emit a tone from the nerve monitoring system. It was reported that with the use of another probe from the same lot number the surgeon received the same non-response. There is no reported patient injury or incident. The box of five probes were returned, only two had been used.

Manufacturer narrative:
(B)(4). Product analysis was conducted on (B)(4) 2012 by quality engineer- five probes were returned from customer with all original packaging including outer carton with label, inner pouches with labels,and IFU. Three inner pouches were still sealed with product inside. Two pouches were open, and the product appeared to be used, with some blood visible on the hubs. One probe was bent at the tip to approximately 12 degrees. Probes are manufactured with no bend. The IFU for this product states "the final 20 mm of the probe can easily be bent to provide optimal contact between the probe tip and nerve within the confines of the surgical field." This bend does not indicate an unintended modification of the probe. The measurement was taken with one lead of the multimeter at the connector, and the other carefully touched to the uncoated tip of the probe. A reading of 1.7 ohms met with the drawing specification of <(><<)> 2 ohms. The second opened probe measured at 0.7 ohms. This product analysis supports that the samples meet with specification, and a risk assessment has been completed to assess usability issues. Complaint is unconfirmed. Product has been disposed of. Results codes: no medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was in an "as received condition". The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and therefore is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. Device description: this device consists of a stimulator probe that is insulated with fluoroplastic up to the active tip, and has a bipolar cable ending in connectors. This device is intended for use as an intraoperative motor nerve stimulator with the nerve integrity monitor or other emg monitors. The use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg responses to direct or passive neural stimulation. Whenever nerve paralysis is suspected, consult anesthesiologist. Warnings: false negative responses (failure to locate nerve) may result from neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli.